Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the complaint site and the following observations were made: the aortic valve area (ava) was measured 0.79cm2. The mean gradient through the valve was 42mmhg. The valve appeared to have a waist. The valve leaflets were motion restricted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradient and leaflet motion restricted in patient were confirmed based on the provided imagery. During the manufacturing process, all sapien 3 ultra thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 year, 11 months, 10 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient presented shortness of breath and was found to have elevated gradients. The patient was placed on apixaban (eliquis), and repeat echo was done. Per the implant physician's report, clot was not appreciated on the leaflets, but two leaflets are fused'. Per imagery review, it was noted that sapien 3 ultra thv was slightly under expanded. The under expanded valve could lead the valve leaflets suboptimal coaptation, resulting in leaflets motion restriction. In additional, it was suspected pannus in growth, which could also prevent the valve leaflets from coaptation with leaflets motion restriction. As such, available information suggests that patient factors (pannus in-growth) and/or procedure factors (under-expanded valve) may have contributed to the reported event. It is normal to have a small gradient across a prosthetic valve after implant. If gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the restricted leaflets can reduce the valve eoa (effective orifice area), and also obstruct the blood flow through valve, leading to increase gradients. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the territory manager, approximately 1 year, 11 months, 10 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient presented shortness of breath and was found to have elevated gradients. The patient was placed on apixaban (eliquis), and repeat echo was done. Per the implant physician's report, clot was not appreciated on the leaflets, but two leaflets are fused, and there was possibly pannus or ingrowth on the valve. The patient underwent a valve in valve procedure with a non-edwards valve. Per the fcs, the patient was intermittently treated with xarelto for a couple of months without resolution. The patient was then treated with warfarin. Per the fcs, tee and CT images were evaluated by an edwards physician proctor, and the leaflets appeared to be opening with no obvious calcium or thrombus.